Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited inappropriate atrial tachycardia response (atr) due to far-field oversensing. The physician programmed the device to agc 0.45mv. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of known inherent risk of device was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.